Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced severe left foot pain following scs system implant. The patient was hospitalized after the pain developed. The patient requested the scs system to be removed and the doctor explanted the scs system on (B)(6) 2016. The patient was released from the hospital.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual analysis of the returned devices did not find any anomaly. The devices were functionally tested and analyzed. The devices operated to specifications and there was no evidence of device malfunction. Review of our manufacturing records including sterilization found no anomalies. Based on the investigation performed, it does not appear that the reported event is device related.